Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Citation: journal of cardiothoracic and vascular anesthesia 2006 october; 20(5):696-699. Doi:10.1053/j.jvca.2005.07.037.

Event description:
It was reported in a journal article (paraplegia after thoracotomy: an unusual cause) that the patient underwent a thoracotomy on an unknown date and absorbable hemostat was used. The patient developed paresthesia along the lateral aspect of the left thigh, sensory and motor paralysis from the t6 dermatome downward. MRI showed an acute posterior epidural hematoma causing significant spinal cord compression at the t6-7 level with evidence of cord edema. The epidural catheter was removed, and the patient underwent a posterior laminectomy and decompression.